Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 19/oct/2015, 21/jan/2016, 18/apr/2016 and 25/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results for non-viable airborne particulate monitoring, points "p185, p186, p322" were found above the acceptance criteria. This event was addressed through (B)(4). A product risk assessment was documented and it was defined that the event did not add additional risk to device quality or performance. All the other environmental monitoring results for june 2008 complied with the acceptance criteria. One additional complaint was noted for devices manufactured on a work order. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan medical was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for the period of january 2014 through december 2015, no adverse trend was noted. The events of irritation/inflammation, infection, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: irritation/inflammation, infection, biofilm, and seroma-late further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "moderate irritation/inflammation", "moderate infection", and ¿moderate breast tenderness¿. Additionally, healthcare professional reported a "biofilm and a collection of fluid were present". This record is for the right side. The device was explanted.